Event description:
Three hundred sixty one days after implantation of a 3.00x20mm taxus express2 drug eluting stent, an instent restenosis occured. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 99.5% and timi grade I flow was reported. After pre-dilation with a 2.0x20mm balloon, a 3.0x20mm taxus stent was deployed in the lesion, partially overlapping previously placed stent. Post-dilation was completed using a 3.0x15mm quantum balloon. Post-intervention results were reported as 0% stenosis and timi grade iii grade flow. No info was reported on vessel tortuousity or calcification. The pt received heparin and integrillin during the procedure. Pt complications were reported as "no immediate complications encountered." The pt presented 361 days after the initial procedure with 100% in-stent restenosis of the rca with a timi grade ii flow and angina pectoris. A 2.0x10mm ultra2 otw cutting balloon was used to open the stenotic region, followed by a 2.5x23mm cypher stent, a 2.5x28mm cypher stent, and a 3.0x28mm cypher stent deployed in an overlapping pattern with post-dilation using a quantum balloon. Post-intervention results reported as 0% stenosis and timi grade iii flow. Pt complications were reported as " no immediate complication encountered."